Event description:
A complaint regarding mem-lok resorbable collagen membrane stating "graft failed at implant site #12 and #31 due to infection. Patient care resolved by inserting a new graft". No other information regarding patient status has been provided.